Event description:
It was reported "guidewire kinking while trying to thread, unable to place central line." Guidewire was removed and a new kit was used. No harm or health consequence. Patient's current condition is "fine" at the time of this report. Associated MDR numbers 9680794-2024-00065 and 9680794-2024-00066.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "guidewire kinking while trying to thread, unable to place central line." Guidewire was removed and a new kit was used. No harm or health consequence. Patient's current condition is "fine" at the time of this report. Associated MDR numbers 9680794-2024-00065 and 9680794-2024-00066.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.